Event description:
It was reported that during a stenting treatment procedure, stent damage, deployment issue and partial stent migration occurred. Access was obtained via the right femoral artery. The 99% stenosed lesion being treated was located in the moderately tortuous, moderately calcified mid to proximal to mid left anterior descending artery. The lesion was predilated with a non-bsc balloon catheter. The physician advanced a 3.0x28mm promus element plus stent delivery system (sds) to the target lesion; however, it was unable to cross. The sds was successfully removed and additional dilation was performed. Then, the physician re-advanced and implanted the 3.0x28mm promus element plus stent in the target lesion. The stent was under-deployed. A non-bsc intravascular ultrasound (ivus) catheter was advanced to the implanted stent; however, it had difficulty passing through and became caught on the stent struts. The proximal edge of the implanted promus element plus stent became compressed and the stent migrated distally. The 3.0x28mm stent was post-dilated with non-bsc balloon catheters. The physician implanted a 4.0x8mm promus element plus stent overlapping the proximal edge of the 3.0x28mm stent and implanted a 3.0x8mm promus element plus stent overlapping the distal edge of the 3.0x28mm stent. The procedure was completed by post-dilating with a non-bsc balloon catheter. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Age at the time of event: (B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).